Event description:
It was reported that the downstream occlusion seal was out of order. The issue was observed during annual preventive maintenance, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. The reported problem was verified. The damaged downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.